Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer specialist (cs) reported faulty assembly, orange rubber that holds heater is missing. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 02oct2019. Date of report: 03oct2019. A customer specialist confirmed an assembly replacement shipped on 8/08/2019 to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer specialist (cs) reported faulty assembly, orange rubber that holds heater is missing. There was no patient or user harm reported.